Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during intraocular lens (iol) implant procedure, the intraocular lens was damaged once inserted . The lens was explanted during initial procedure. The procedure was completed on same day using back iol. Additional information has been requested.

Manufacturer narrative:
Additional information was provided ind.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint was observed. The device was received loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. Broken haptic is observed between the plunger and the nozzle wall. The lens was returned outside of the device in a specimen container. Solution is dried on the intraocular lens (iol). One haptic is broken/torn and is present in the device. The root cause for the broken haptic could not be determined. Broken haptic is observed between the plunger and the nozzle wall. The plunger position in relation to the broken haptic during advancement cannot be determined. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd)s may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause delivery issues and /or damage. If the operating room temperature is too high (greater than 23 degrees celsius or 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).